Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was received, but the reported loss of connection could not be confirmed. The root cause was determined to be caused by smart device platform/os.